Event description:
Second resident [(B)(6)] same day (B)(6) 2014 at 6:00 am, pt 80.9, inr 6.7. Valley lab repeated lab results. Pt 48.1, inr 5.2. Coumadin to be held x 4 days. Resident to be monitored for bleeding.

Event description:
On (B)(6) 2014, resident [(B)(6)] has pt tested at 6:00 am. Pt 50.7, inr 4.2. Same day result by valley lab pt 33.0, inr 3.2, different result. Coumadin was held x 2 days. On (B)(6) 2014, resident was transferred to valley hospital with rectal bleeding.